Event description:
Caller reported a cgm error and contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the error code did not reappear. The customer was advised to wait 20 minutes to start their sensor session, which they understood and acknowledged.